Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. The child was admitted to the hospital for wheezing bronchitis, and was given intravenous infusion therapy after admission, and after puncture, it was found that there was blood leakage at the tail of the indwelling needle after puncture. The indwelling needle was removed, and due to the young age of the child, after communicating with the child's family to explain and reassure, the indwelling needle was replaced with a new one and re-punctured.

Event description:
No additional information received.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#4081466 1-this batch of products were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.